Event description:
The customer contact reported a delay in therapy following an alarm condition. The nurse reported the device was programmed to deliver an unknown medication; however, the nurse indicated the device history could be reviewed to determine the medication. No programming parameters were provided. A review of the device history indicated the device was programmed to deliver on channel b in the basic delivery mode an IV fluid and cloxacillin via piggyback mode. At an unspecified time after the delivery was started the device was reported to alarm constantly with an unspecified alarm code. The device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse effects. No medical intervention was required for this event. During testing at the user facility by the biomedical technician it was reported a review of the device history indicated a s308 (canbus error-pmc pump mechanism controller - left) and a s208 (can bus error psc - power supply controller) were noted. The nurse reported the patient was also receiving levophed via a second device. No additional information was provided.

Manufacturer narrative:
The device has been received, investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated on (B)(6) 2014 at 1513, channel b of the device was programmed to deliver in the piggyback mode using the drug library cloxacillin, with a rate of 200ml/hr, a vtbi (volume to be infused) of 100ml and the delivery was started. At 1543, the delivery was complete and basic delivery of an IV fluid at a rate of 10ml started. Between an audible alarm was silenced and audible alarm resumed. At 1603, the delivery was stopped, stand by mode was entered, basic program was stopped, a checkflow stop alarm occurred, cassette was ejected. Between 1604 and 1609, an audible alarm occurred and was silenced 3 times, the cassette was ejected, a force shutdown occurred and the device was powered off. On (B)(6) 2014 at 0813, the device was powered on and a s308 alarm code was noted on channel a. This report represents all the information known by the reporter upon query by hospira personnel. (B)(6).